Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed little red bumps under the ECG electrodes of the lifevest. The patient also reported developing some indentations. The patient reported that he was allergic to a medication that the doctor had placed him on and that upon switching medications, the rash had improved.